Event description:
Venous line disconnected at the neddle while a patient was being dialyzed. It was reported that the machine did not alarm. The incident was not reported to b braun. A b braun sales rep heard about the incident 3 months later while he was at the facility on another issue. There was a pateint blood loss of 200cc, the patient was ok. It was uncertain, on the customer's part, if the therapy was restarted or if the venous line reconnected and dialysis continued, but the patient's treatment was finished. The machine was tested by a facility tech and checked out ok. The machine was put back onto the floor.